Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image was not displayed because communication failure occurred due to a faulty cable. It was estimated that the cable deteriorated because water leaked from the cut on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to a scratch on cable unit, the endoscopic image cannot be displayed. In addition, due to damage on the cable unit, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an unspecified procedure, there was a problem with the image on the 4k camera head. There was no patient harm associated with this event.